Event description:
It was reported that during a ptca procedure, the catheter shaft separated; however, remained on the guide wire. The physician removed the entire system. No pt injury or complication occurred.